Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch ultramini meter testing in memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on (B)(6) 2013 at 8:00 a. M. The patient manages her diabetes with insulin (humalog, self-adjuster) and denied taking any action in regards to her diabetes management regime in response to the alleged issue. The patient reported, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿tired and dry mouth¿. The patient stated she self-treated with insulin (humalog, unknown dosage) in response to the symptoms. At the time of troubleshooting, the cca walked the patient through a retest. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.